Manufacturer narrative:
Concomitant medical product: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the¿patient was seen to discuss replacing her implant which is at elective replacement indicator. Upon interrogation to obtain her settings for replacement she has electrodes 1,5, 8-15 out of range >10,000 ohms. It was unknown what led to the issue, but it was noted there were also two extensions connected that could be related to the issue. The patient was programmed around the affected electrodes. The plan was to see if the reprogramming done will help with her pain control because up until the bad leads happened, which the patient does not recall when she thought things were going bad, she said maybe a few months ago, she was doing fine with the therapy. If patient is doing fine, then when she gets scheduled for a battery replacement, which is not scheduled now, the physician will just replace the battery. If the programming is not effective, the physician will likely disconnect the extensions and test intraop to see if the 5-6-5 paddle is bad or the extensions and replace accordingly. The ba ttery will still be replaced because it is at¿elective replacement indicator. The issue was not resolved at the time of the report. Additional information received from the manufacturer representative reported that the patient was not getting effective therapy after programming. The patient was going to have the device replaced or revised on (B)(6) 2021.